Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving an alert for high impedance on the left ventricular lead. Upon interrogation the lead also exhibited high pacing thresholds. The device was reprogrammed and the lead remained implanted.